Event description:
It was reported that the doctor felt that the patient had cross over, so he performed revision surgery to correct that. The patient was put under anesthesia and the inflatable penile prosthesis was revised for left cylinder cross over and tested for functionality. All the components performed as expected and nothing was explanted. No further complications were reported in relation to this event. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.